Event description:
It was reported that the patient had been hospitalized with hyperglycemia at (B)(6) in (B)(6) hospital and were assisted by the mrs. Nold. The patient had been in ukraine when their controller app got stuck initializing saying, "19 from 29 is loading." The patient then returned to germany where they went to the hospital by ambulance due to the controller not working therefore them not receiving insulin and having high blood glucose levels. The patient's exact blood glucose levels were not reported while wearing the pod an unspecified number of hours. Symptoms reported include high blood glucose. The patient was diagnosed with hyperglycemia and treated with long-acting insulin injections. At the time of the report the patient had been at the hospital for 2 hours and their hyperglycemia had resolved.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.